Manufacturer narrative:
The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322. The cause was identified to be the lower link switch staying closed when the slide is inserted. The lower auxiliary was replaced to correct the condition should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 322 (link switch error (low)) alarm. No additional information is available.